Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The phenomenon reported by the user was not reproduced. The lock did not work due to a failure of the lock mechanism of the video connector socket. From the device error log, it was confirmed that the internal buffer error e214 and the internal buffer read error e215 occurred. Error code e214 and error code e215 mean that the circuits around the internal buffer is damaged. The buffer full error e935 may have been caused by an abnormal access to the internal buffer due to the occurrence of internal buffer error e214 and internal buffer read error e215. Since the buffer full error e935 did not recur during the evaluation by sorc, it may have been caused by a temporary accidental failure (contact failure) of the internal buffer. Approximately five years have passed since the device was delivered to the user facility. When the device was used frequently, the white led may have failed due to a component failure of the led unit due to aged deterioration or accidental failure. This may have caused lamp error e105. The instruction manual provides preventive measures against damage to the video connector socket. By following this instruction, the user may have been able to prevent the video connector socket locking mechanism from failing. From the repair history, the filter unit and video connector socket were replaced on (B)(6) 2019. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) due to buffer full error e935. Error code e935 means that a series of releasing at once has reached an upper limited. Sorc then inspected the device and found that lamp error e105 occurred due to led unit failure. Error code e105 means that the video system center is damaged. There was no report of patient injury associated with the event.